Event description:
It was reported that, during an unspecified surgery, the accupass suture shuttle 70° upbend did not roll the monofilament out of device. The procedure was completed, without significant delay, by using a competitor device. The patient was not harmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the reported 70 degree accu-pass suture shuttle, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. However, a trend of this nature has been observed with this product line in the field, prompting a corrective action investigation. As a result of the investigation the following actions were implemented. (1) the bend test was updated, including testing to evaluate the force required to move the monofilament in the accu-pass devices providing a quantitative value in order to remove the human element in the acceptance or rejection of the parts. (2) the ultrasonic welder was re-qualified to include new parameters. A review of the complaint and manufacturing records was performed which confirmed the reported device lots in question were manufactured prior to these changes. Further investigation is not warranted at this time.